Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring urinary incontinence. Upon evaluation, fluid loss was observed, and the tubing was found to be broken at the intersection where it connects to the cuff. A surgical procedure was performed in which the entire device was explanted and replaced. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms of recurring incontinence nor the device performance allegation of fluid loss can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) was thoroughly analyzed. The pump was visually examined, leak tested and functionally tested. The pump passed all tests, and no damage or abnormalities were observed. The balloon was visually examined, leak tested and functionally tested. The balloon passed all tests, and no damage or abnormalities were observed. The cuff was visually examined and leak tested. Visual inspection revealed that the cuff tubing had a tear due to fatigue. Additional inspection confirmed fluid loss from the cuff tubing associated with fatigue. Based on analysis results, the fluid loss from the cuff tubing was the most probable cause of the complaint/event.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring urinary incontinence. Upon evaluation, fluid loss was observed, and the tubing was found to be broken at the intersection where it connects to the cuff. A surgical procedure was performed in which the entire device was explanted and replaced. There were no further patient complications reported.